Event description:
A possible misidentification of pt samples of fc 500 instrument with cxp sw v.2.0 has been reported. A pt results could be generated with a tube ID of a previously completed run when a result-exporting panel with barcode tubes is aborted either by the user via the "abort mcl/worklist" feature or by the instrument via the "prime condition" mode. Based on available info, there was no change in pt treatment that can be attributed to or connected with this event.

Event description:
A possible misidentification of patient damples fc 500 instrument with cxp sw v.2.0 has been reported. A patient results could be generated with a tube ID of a previously completed run when a result-exporting panel with barcode tubes is aborted either by the user via the "abort mcl/worklist" feature or by the instrument via the "prime condition" mode based on available information, there was no change in patient treatment that can be attributed to or connected with this event.